Manufacturer narrative:
Investigation summary: a complaint history check was performed and this is the 3rd related complaint for clog on lot # 8165816. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a bd ultra fine¿ pen needles had no insulin flow. The following was reported, "lot: 8165816, expiration date: 06/30/2023, item: 320122, occurrence date: (B)(6) 2019. Consumer reported no insulin flow during injection. Discarded sample. Does not re-use. Does not prime."